Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 29 mg/dl. The customer was treated with discontinue use of insulin delivery system, glucose/carb intake. The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a, mmt-213a. Customer does not feel ok to troubleshoot. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-213a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s husband reported that customer had a low blood glucose value. Customer did not lose consciousness. Caller stated that the pump was delivering auto bolus more than what is supposed to be.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under/over delivery anomaly noted during testing. In further full review of the pump history on the event date of 13-dec-2024 found bolus deliveries of 0.3 u at 00:01:05.000, 0.125 u at 00:06:01.000 and 0.125 u at 00:11:01.000. Pump was cut open to perform visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Exposed to moisture confirmed due to dried insulin on motor slide. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.